Event description:
The pump reportedly failed delivery accuracy testing during biomedical engineering routine preventative maintenance. With an expected delivered volume of 20.4ml, the device delivered 23ml. Device specification requires delivery to be +/-4%. There was no pt involvement. There were no reports of any pt events when the device was in clinical use.